Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. Customer reported that as a result, buttons were not responding. It was also reported that insulin pump case was cracked. Insulin pump would be replaced.